Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: device manufacture date was inadvertently provided incorrectly in the initial MDR. Correct manufacture date now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The camera for the navigation system was returned to the manufacturer for evaluation. The reported issue was confirmed by medtronic personnel due to the camera failing diagnostic testing indicating an electrical failure.

Event description:
A medtronic representative reported that, while outside of a procedure, the camera for the navigation system did not pass accuracy testing. No additional information w as provided. There was no patient present when this issue was identified.